Manufacturer narrative:
This report is submitted january 24, 2018.

Event description:
It was reported that the patient's device was explanted due to an infection. The patient did not want to be reimplanted.